Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. Reportedly, there was vegetation on lead and valve. There were no additional adverse patient effects reported. The lv lead was explanted.